Event description:
It was reported that the insulin pump was cracked at the battery compartment. The customer's husband did not know the blood glucose reading. The caller stated that there were broken pieces on the device and that tightening the battery cap regularly led to the damage. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked display window and cracked case near the display window corners were noted during a visual inspection. No button response was found due to an open connector on liquid crystal display board.